Event description:
Seven PICC lines have been identified as apparently defective as patients have returned due to leaking. Found all have a crack in leg of catheter. Removed and replaced with new line.